Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device showed "invalid data" in cardiac compass and the clinician was "kicked out" of every test they tried to run; impedance, sensing and vector express. The device remains in use. No patient complications have been reported as a result of this event.